Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to infection. The physician plans to implant a transvenous system at a later date after the infection heals. The products were retained by the hospital and will not be returned.